Event description:
Patient has a medtronic virtuoso ICD with sprint quattro secure 6947 leads. Patient rec'd inappropriate shocks during normal exertion on 2 occasions in a 1 week time span. Upon examination, it was discovered that one of these leads had detached from the heart quite significantly. This lead detached more than 6 weeks after initial implantation, and so should have been firmly attached. Patient was hospitalized and had surgery performed to re-attached the lead in question.